Event description:
Pt had several resorbable plates & screws implanted, along with titanium plates & screws in 2007. Pt came to ER two months later and the following month, for infection. Some of the resorbable plates were removed on 8/31/07 and the remaining resorbable plates were removed approx four months later (exact date in november not known).

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. 1032347-2008-00019, 00020 & 00021 are all for the same surgery.